Manufacturer narrative:
Concomitant medical products: product ID: 37752, serial# (B)(4), product type: recharger. Product ID: 37743, serial# (B)(4), product type: programmer, patient. Product ID: 7495-51, serial# (B)(4), implanted: (B)(6) 2000, product type: extension. Product ID: 3487a, lot# l75865, implanted: (B)(6) 2000, product type: lead. Product ID: 3487a, lot# l71519, implanted: (B)(6) 2000, product type: lead. Product ID: 7495-51, serial# (B)(4), implanted: (B)(6) 2000, product type: extension. (B)(4).

Event description:
It was reported that even though the patient had been charging for 3 hours today, his implantable neurostimulator recharger (insr) and patient programmer (pp) showed a power on reset (por) and a ¿call your doctor¿ screen. He was also not able to adjust stimulation. The patient thought it had to do with the tornado from (B)(6) on (B)(6) 2015 and he had let it run down because he was driving the tractor to move the trees and he was out all tuesday, wednesday, and thursday. He did not have any trouble until 2 days ago. When he hooked it up to the charger it went from zero to full. Since 2 days ago, he had been eating pain pills like crazy and he did not like that. It was noted that the implantable neurostimulator (ins) was in his stomach. The patient was successfully aided through clearing the por and turning stimulation back on. He checked with the insr and was able to connect and get his recharge status screen.